Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stated the scs ipg was moving in the pocket and was too high. Consequently, surgical intervention was taken on (B)(6) 2019 to reposition the patient's scs ipg. Follow up identified the patient was doing well postoperatively.